Event description:
It was reported that a boston scientific device was implanted. According to the complainant, as a result of the implant, the patient suffered pain, sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.